Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was found that the working channel sleeve was protruding. Reportedly, no part of the spyscope ds detached. The procedure was completed with this device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve protruded as received, confirming the complaint. The tips were frayed. Two kinks/elevator marks were noted at the distal end. The working channel sleeve protruded with the small and large knobs articulated in both directions. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. After cutting the catheter open using the cutting fixture, the working channel sleeve protruded from the pebax. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other  complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was found that the working channel sleeve was protruding. Reportedly, no part of the spyscope ds detached. The procedure was completed with this device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.